Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was admitted to the hospital on (B)(6) 2020 after the patient experienced excruciating pain following an scs trial implant procedure on (B)(6) 2020. As a result, the patient underwent surgical intervention wherein the lead was explanted to address the issue. Reportedly, the issue did not resolve and the patient was later re-admitted to the hospital on (B)(6) 2020 wherein the patient was treated for a hematoma at levels t2-t3. Later, the patient was discharged and transferred to a rehabilitation facility and the reported pain has diminished.